Manufacturer narrative:
The device was received, inspected, but not tested. We immediately observed a heavily fragmented blade edge, slightly bent distal tip on metal outer tube and heavy strike marks on upper cutting window rim. Score marks also noted on outer metal tube just above nose of hand piece indicating excessive force during procedure. All of these observations indicate a blade exit during operation due to user applying too much force on the device. The IFU states to immediately replace device upon such an occurrence. No blade assembly fragments were found in return packaging. (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and "approximately 3-4 minutes of cutting time the staff and physician heard a loud clunk sound near the device". The physician then removed the device with some difficulty and visualized a small part of the metallic tip remaining inside the patient. The tip was removed and the physician completed the procedure with a second device. There was no patient injury.